Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 321 mg/dl. For treatment, the patient was put on a insulin drip. The patient had a stomach ache, was vomiting and had large ketones. The cannula was bent, while wearing the pod between 36 and 48 hours on the leg. The patient was discharged after 1 day.